Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case describes the occurrence of headache ('headache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced headache (seriousness criterion medically significant), arthralgia ("persistent joint pains") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the headache, arthralgia and fatigue had not resolved. The reporter provided no causality assessment for arthralgia, fatigue and headache with essure. The reporter commented: workup performed less than 0; on fatigue workup achieved other precision. Patient contacted the(B)(6) on (B)(6) 2020 to find out if there was the possibility of a blood test for metals. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 14-sep-2021. This spontaneous case describes the occurrence of headache ('headache') and burnout syndrome ('burn out') in a 39-year-old female patient who had essure (batch no. B26271) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia ("persistent joint pains"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), pruritus ("body itching"), tachycardia ("tachycardia"), abdominal distension ("bloating"), memory impairment ("memory impairment"), disturbance in attention ("difficulty concentrating"), visual impairment ("sudden visual impairment"), burnout syndrome (seriousness criterion medically significant), pain ("relentless body pain") and adverse event ("and inability to keep a full-time job"). In 2017, the patient experienced headache (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the headache, arthralgia, myalgia, pruritus, tachycardia, abdominal distension, memory impairment, disturbance in attention, visual impairment, burnout syndrome and adverse event outcome was unknown and the fatigue and pain had not resolved. The reporter provided no causality assessment for abdominal distension, adverse event, arthralgia, burnout syndrome, disturbance in attention, fatigue, headache, memory impairment, myalgia, pain, pruritus, tachycardia and visual impairment with essure. The reporter commented: workup performed < 0; on fatigue workup achieved other precision. Period of occurrence of adverse events: early 2014. Current status of the patient: chronic fatigue and relentless body pain diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kgs. Blood test - on (B)(6) 2021: chromium in the blood: <0.50 g/l (vbi: <1.26 g/l); blood nickel 2.3 g/l (vbi: <1.3 g/l); blood tin: 0.38 g/l (vbi: <0.6 g/l). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2021: ha reference number (B)(4) added; patient's weight provided; essure lot number b26271 inserted on (B)(6) 2013 (previously reported as (B)(6) 2014); new events muscle pain, body itching, tachycardia, bloating, memory impairment, difficulty concentrating, sudden visual impairment, burn out, body pain and inability to keep a full-time job were added; new lab test results provided. Chronic fatigue and relentless body pain reported as current status of the patient. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 17-sep-2021. This spontaneous case describes the occurrence of headache ('headache') and burnout syndrome ('burn out') in a 39-year-old female patient who had essure (batch no. B26271) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia ("persistent joint pains"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), pruritus ("body itching"), tachycardia ("tachycardia"), abdominal distension ("bloating"), memory impairment ("memory impairment"), disturbance in attention ("difficulty concentrating"), visual impairment ("sudden visual impairment"), burnout syndrome (seriousness criterion medically significant), pain ("relentless body pain") and impaired work ability ("and inability to keep a full-time job"). In 2017, the patient experienced headache (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the headache, arthralgia, myalgia, pruritus, tachycardia, abdominal distension, memory impairment, disturbance in attention, visual impairment, burnout syndrome and impaired work ability outcome was unknown and the fatigue and pain had not resolved. The reporter provided no causality assessment for abdominal distension, arthralgia, burnout syndrome, disturbance in attention, fatigue, headache, impaired work ability, memory impairment, myalgia, pain, pruritus, tachycardia and visual impairment with essure. The reporter commented: workup performed < 0; on fatigue workup achieved other precision. Period of occurrence of adverse events: early 2014. Current status of the patient: chronic fatigue and relentless body pain diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kgs. Blood test - on (B)(6) 2021: chromium in the blood: <0.50 g / l (vbi: <1.26 g/l); blood nickel 2.3 g/l (vbi: <1.3 g/l); blood tin: 0.38 g/l (vbi: <0.6 g/l). Lot number: b26271, manufacturing date: 2013-04, and expiration date: 2016-04 -30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 19-mar-2020. This spontaneous case describes the occurrence of headache ('headache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced headache (seriousness criterion medically significant), arthralgia ("persistent joint pains") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the headache, arthralgia and fatigue had not resolved. The reporter provided no causality assessment for arthralgia, fatigue and headache with essure. The reporter commented: workup performed < 0; on fatigue workup achieved other precision. Patient contacted the poison control center on (B)(6) 2020 to find out if there was the possibility of a blood test for metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.